Event description:
The customer alleged they received questionable total prostate-specific antigen (tpsa) results for one patient on their e601 analyzer. The units of measure were requested but not provided. The patient's initial tpsa result was 17.41. The customer stated all positive tpsa samples are repeated in this laboratory. The repeat result was 17.40. The patient's sample was frozen after the initial testing. The biologist questioned the initial results. On (B)(6) 2013, the sample was thawed and repeated twice. The results were 10.28 and 10.32. On (B)(6) 2013, the sample was tested twice more. The results were 8.44 and 8.23. The customer stated the tpsa results were reported outside the laboratory. The patient was not adversely affected by this event. To test the analyzer, a lot of samples from (B)(6) 2013 were repeated and the tests were very good. The tpsa reagent lot number was 171278. The expiration date was requested but not provided.

Manufacturer narrative:
The root cause could not be determined with the information provided. The calibration and quality control results were within range and there was no indication of a general system or reagent issue.

Manufacturer narrative:
This event occurred in (B)(6).